Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high capture threshold and the r-wave measurements were lower than the specified sensing threshold. Upon repositioning the rv lead, the high capture threshold persisted. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amplitude variation were confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported events was due to the over torqued inner coil in the connector region. No other anomalies were seen.